Event description:
Meter name: one touch ultra and one touch fasttake. Strip name: lifescan. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: cold and clamy. A patient reported they were seen in urgent care. Their meter allegedly would only prompt error 2 and error 4 message. The result on the doctor's meter was unknown and lab test result is unknown. The time difference between patient's meter, lab and doctor's meter was unknown. Treatment was IV (unknown) and amoxicillin. Patient had a sinus infection. No further information has been reported.